Manufacturer narrative:
The 30 degree endoscope has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument logs for the 30 degree endoscope (part# 470057-08 / serial# (B)(4). Associated with this event was performed. The instrument was last used (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer proceeded to complete the procedure using one eye after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the 3d option on the 30 degree endoscope was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope had lost vision in one eye, intermittently flipping between the left and right eye throughout the procedure. The surgeon completed the procedure with 2d vision without any injury or harm to the patient. After the procedure, the customer tested the endoscope and confirmed the issue.